Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints about this device. This pump underwent routine maintenance testing. It was detected the pump's flowrate failed the specification. Consequently, the pump was adjusted back to acceptable flow rate spefication. The recalibration has successfully addressed the issue. No patient was invloved as it was a routine maintenance.

Event description:
On 03/06/2024, zyno medical received a report that a pump had failed flow rate during preventive maintenance testing. The pump was received on 03/06/2024. After the pump is calibrated back to an acceptable specification. It is operational. No patient was involved as it was discovered during testing.